Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had displayed a "not communicating" error notice. The patient record was checked in the server, area and nursing unit configurations, and admission inactivity settings. The patient record was missing from the nicu due to a device communication error and possibly admission inactivity settings. A technical support specialist (tss) verified the patient record to ensure the patient was showing in the server under visits and orders settings. Tss checked the device configuration to confirm the device area listed for nicu under devices settings. Tss ran reports to generate an all-device event report sorted by patient to check for any missing records. Tss also adjusted the admission inactivity days under device settings if necessary to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user was unable to see the patient in pyxis. The new nicu unit patient electronic protected health information did not show up in the nicu pyxis. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.